Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the lead was observed. Secure sense stopped inappropriate therapy and a real ventricular tachycardia episode was observed. Patient had presyncope and syncope issue. Programming changes were made and patient will continue to be followed normally. No further information available.